Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse practitioner that she received high lead impedance on a vns pt with end of service=yes and dcdc=7. She was unaware if the pt experienced any trauma and the pt did not complain about any adverse events. She was recommended by manufacturer to turn off the patient's vns generator and take chest and neck x-rays (ap/lateral). Review of the programming history showed that pt had a high lead impedance during the implant surgery and it is not clear if it was resolved. Additionally, battery life calculation for the vns patient's device resulted in 0.01 years remaining. Further attempts to get more info from the nurse and the treating neurologist have been unsuccessful to date. To date, the high lead impedance cause is unk. The pt underwent surgery on (B)(6) 2011 where the generator and lead were successfully replaced.